Event description:
It was reported that a patient presented after receiving a vibratory alert for long device charge time. Review of the charge log showed a charge timeout during capacitor maintenance. When tested in clinic, charge time was normal. The device was explanted and replaced. The patient was in good condition following the event.

Manufacturer narrative:
The reported extended charge time was confirmed in the laboratory via review of the device image. The hv capacitors were sent to the manufacturing site for further evaluation and an internal capacitor anomaly was found. The root cause of the extended charge time was an internal hv capacitor anomaly.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.